Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported half of the touch screen does not work, did not respond. The field service engineer (fse) clarified the screen failure did not affect therapy due to the failure was in the upper part of the screen; the user could change ventilator parameters. The customer reported there was patient involvement and no patient harm.